Manufacturer narrative:
The insulin pump passed displacement test, it was monitored for several days and the insulin pump received with normal operating currents. No unexpected battery out limit noted. The insulin pump passed self-test and passed off no power test. Unit received with cracked case at the display window corner, minor scratched display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump alarmed battery out limit and battery was lasting only five day. It was also reported that insulin pump was suspending on its own. Customer's blood glucose was 195 mg/dl. Insulin pump would be replaced.